Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer, and it was confirmed there was a speaker inoperative message present. The rse agreed to dispatch a philips field service engineer (fse) onsite. The fse could not confirm if there was sound coming from the speaker. The fse replaced the speaker assembly to resolve the issue. No further investigation or action is warranted at this time.

Event description:
It was reported there was a loudspeaker failure, and it was impossible to hear alarms. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. E1: (B)(6).